Manufacturer narrative:
Section d4 - suspect product information - expiration date (mo/day/yr) and lot#, corrected info: device information known and inadvertently not included in the initial MDR. Section h4. Device manufacture date (mo/day/yr); corrected info: device information known and inadvertently not included in the initial MDR.

Event description:
After further programming history review, it was found the patient had normal impedances for greater than two years after generator and lead placement. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
B6. Relevant tests/laboratory data, including dates; corrected data: initial MDR inadvertently the programming history information which was not from the patient's current implanted device and thus should not have been submitted.

Event description:
It was reported via implant form that the patient underwent full revision due to high impedance. The patient's replacement surgery facility is a no return site therefore explanted devices have not been received into analysis to date. No additional relevant information was received to date.